Event description:
During a procedure, the subject device could not go up, when its tip crossed the aneurysm and the stent deployed at the wrong position during attempts to withdraw it. The system was finally withdrawn. The procedure did not proceed as a result of this event. The condition of the patient is good.

Manufacturer narrative:
The subject device has not yet been returned to the manufacturer for technical evaluation.